Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent struts on proximal rows 4 and 5 appeared damaged. The undamaged section of the crimped stent od(outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage at the distal edge of the tip. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. As part of the analysis, a 0.014'' guide wire and 5f (ID 0.058 inches) guide catheter were loaded over device and no resistance was felt and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 14mar2017. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 2.25 x 12 synergy¿ sent was selected and difficulty inserting was noted. The device failed to cross the lesion. The procedure was not completed, another of the same device was not available. No patient complications were reported. However, returned device analysis revealed stent damage.